Event description:
A system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 1/3 of their automated peritoneal dialysis therapy. The home patient reported that they had disconnected to use the bathroom and forgot to press stop on the homechoice machine. The home patient reported that they came back to the machine alarming and then reconnected their transfer set to the patient line of the homechoice set. Baxter's technical service center assisted the home patient in ending therapy. The home patient reported that they completed therapy by setting up with all new supplies. No patient injury or medical intervention was associated with this incident, per the home patient.